Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Internal complaint reference: (B)(4).

Event description:
It was reported that a patient who underwent an unremarkable novasure, reported bowel pain and nausea post operatively. As indicated by the surgeon, during the procedure nothing special happened. The physician looked into the cavity post-op and the result was good with no particularities. The patient was hospitalized and sent home after six days in relatively good condition. No further intervention was required.